Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the harness pinching the gripper cover. The pinched of the harness appears to be related to user troubleshooting technique. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping performed however the placement was not ideal. The leaflets were ungrasped and a second grasp attempted when it was noted one of the grippers would not lower. Troubleshooting was unsuccessful therefore the clip was inverted and brought to the left atrium (la). Troubleshooting was attempted again but the gripper still would not lower therefore the cds and clip was removed. One other clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.